Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the physician had difficulty with inserting multiple devices into the patient's vasculature. A dissection was observed in the left common carotid after multiple attempts to advance the enroute 0.014'' guidewire. The physician used an additional stent to address the dissection, and the procedure was completed successfully with no report of patient harm.